Event description:
It was reported that the deaeration chamber of a prismaflex m150 set was observed to be cracked during continuous renal replacement therapy "when just drain the blood and there was a lots air bubble". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.